Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump was dead as exposed to moisture and had crack in battery compartment. Customer states that they had water under the screen as customer pushed into the pool and exposed to chlorine. Customer states that constant tone was occurring. Customer advised to discontinue use of insulin pump and revert to back up plan as per hcp¿s instructions. Customer¿s blood glucose was 160mg/dl at time of incident. Insulin pump will be return for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test and displacement test due to blank display. No constant tone noted. Pump had a cracked battery tube threads and corroded motor home switch.